Event description:
The patient was admitted with stable angina type ccs3 and silent ischemia. A 2.5x13mm cypher was implanted at 14atm with satisfying results that were visually estimated. The preprocedure stenosis was 80%. Timi flow post procedure was three. Nine months later, the patient had an acute mi and had a cardiac death. The patient's preprocedure medicaitons were aspirin, statins, and anti-anginals. Intraprocedure medications were plavix, aspirin, statins, and anti-anginals, and gp2b/3as. The target vessel was the 2.5mm second om, that was moderately tortuous. The target lesion was an 8mm bifurcated lesion requiring a double guidewire. It was a type b2, ostial, eccentric, irregular lesion with little or no calcification and no thrombus. The site was predilated with a 2.5x15mm balloon at 10atm. A 2.5x13mm cypher was deployed. The preprocedure stenosis was 80%.